Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study. The etiology of the high stimulation was related to the device or therapy (specifically due to programming) and was not related to the implant procedure. The device interrogation and data results on (B)(6) 2017 were unknown. There was also high impedance. The inability to recharge the ins was related to the device or therapy and was not related to the implant procedure. The patient complained of difficulty charging due to the battery moving. A device diagnosis of ins migration was also reported. The underlying causes of the ins tilting, leads migrating, and ins moving was not mentioned.

Manufacturer narrative:
The device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study indicated a device diagnosis was not applicable rather than the device diagnosis of "high impedance". The clinical diagnosis was updated to "undesirable stimulation" from "stimulation too high".

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider from a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain and cervical/neck. It was reported that the patient had an unscheduled office visit with their pain physician on (B)(6) 2016. The patient was not able to fully charge their battery, there was poor coupling. The device was interrogated and it was found that the ins was tilting in the pocket. The patient was referred to a different physician to have their battery site evaluated. The patient had another office visit on (B)(6) 2017 and reported that since implant they were having difficulty getting the ins to charge. The patient wanted their ins moved to a different location. The patient also had pain at/around the ins site/pocket. There was also burning sensation occasionally, depending on positioning. There was burning or tingling sensation at the top of the left lead. Imaging on (B)(6) 2017 confirmed that the leads migrated from the original c2 position to c5. Otherwise the ins was working well. The etiology indicated the relationship of the event to the device or therapy was possibly related, and related to im plant procedure. The patient was scheduled for revision to have the ins repositioned and moved, and lead replacement on (B)(6) 2017. The surgery was completed as scheduled. On (B)(6) 2017 the patient came in for a post-op visit where they complained of pain at left lead site (lead/extension tract) location and stimulation was too high. The etiology of the stimulation too high was due to programming, possibly related to implant procedure, and not related to device or therapy. The device was interrogated and reprogrammed by a company representative. No orders or actions were placed, but the patient was scheduled to follow up in 4 weeks. On (B)(6) 2017 the patient complained of the ins moving in the pocket, poor coupling, and difficulty/inability to charge. The etiology indicated the relationship of the ins moving to the device or therapy was unlikely related, but possibly related to the implant procedure. The etiology indicated the relationship of the difficulty/inability to charge to the device or therapy, and implant procedure was possibly related. The patient experienced poor coupling due to the ins moving. The patient wanted the system removed permanently. The system was removed on (B)(6) 2017. The outcome of this event was resolved without sequelae.